Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(6) when discussing with the physician to program a follow up for this implant, in the patient files, there was an annotation explaining that the patient was implanted at end of life. Reviewing the patient status revealed that the patient past away 15 july 2022, 1,5 month after implantation.